Event description:
It was reported the patient no longer felt stimulation, even at 10v so the system was explanted. Impedances were measured to be greater than 4 ,000 ohms on every contact combination on both leads. When the pocket site was opened, insulation damage could be seen on the lead. There was also damage near the tines on the other lead. It was indicated that the damage ¿must have¿ occurred prior to the day of the operation. Much more damage was done during the explant. No new device system was implanted.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# unknown, implanted: (B)(6) 2004, explanted: (B)(6) 2007. Product type: lead: product ID 3093-28, lot# unknown, implanted: (B)(6) 2004, explanted: (B)(6) 2007. Product type: lead: product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2007. Product type: extension: product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2007. Product type: extension. (B)(4). Analysis of the implantable neurostimulator (ins) found no anomaly. There was good, stable output on every electrode pain on both channels that matched programmed settings. No issues were noted when pressing on the ins. Analysis of lead 1 found that the lead conductors were broken at the tines. It was stated all four conductors were broken 4.5cm from the distal end between the first and second most proximal tines. The outer insulation was separated at the butt joint adjacent to the #0 connector. The lead was also stretched. Inspection noted that all 4 connector sleeves were slightly crushed indicating that the setscrews of the extension were over tightened. Analysis of lead 2 found that the conductor at the proximal end of the lead was broken. The #0 conductor was broken 23.7cm from the proximal end, but not stretched. The #1, #2, and #3 conductors were broken and stretched. It was stated the outer insulation was cut through between the two middle tines. Some of the outer insulation was melted. Inspection noted that all 4 connector sleeves were slightly crushed indicating that the setscrews of the extension were over tightened. Analysis of the extension (nah007837v) found no anomaly. The extension was functionally normal. No shorts between circuits (dry) were noted. Analysis of the extension (nah007838v) found no anomaly. The extension was functionally normal. No shorts between circuits (dry) were noted. (B)(4).